Event description:
It was reported the customer received a blank display. Troubleshooting did not find any damage to the customer's battery compartment. Customer also did not expose their insulin pump to moisture. It was found the customer was able to retrieve their display after troubleshooting. Customer's insulin pump also passed a selftest. Customer's blood glucose was 77 mg/dl. The customer requested their insulin pump to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
No unexpected blank displays or random shut down of unit noted. Passed displacement test and off no power test. The operating currents were in specification. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.